Manufacturer narrative:
The reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during the middle of an unspecified surgical procedure, it was discovered that the small battery drive device stopped working after functioning correctly. According to the reporter, the device still did not function even when the battery devices were changed. The reporter indicated that the device was approximately two years old. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. It was reported that the device was used for small animal veterinary procedures. Therefore, there was no human patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was reported to have occurred in (B)(6) 2018; however, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the coupling tool side seized, jammed and was moving heavily. It was determined that the coupling shaft was worn out and the cannulation holding tube debris was stuck. It was further determined that the device failed pretest for check the cannulation and check the attachment coupling. The assignable root cause was determined to be due to premature wear from normal use servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.